Event description:
It was reported to philips that the heartstart mrx defibrillator monitor was not picking up ECG cable or getting ECG acquisition. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.